Event description:
It was reported that during a da Vinci-assisted surgical procedure, the customer encountered a repeating fault 23410 on the Universal Surgical Manipulator 2 (USM2). The Technical Service Engineer (TSE) had the customer hard power cycle the Robot and exercise the USM presence pins. The customer did so but the error returned pointing to the cannula sensor. The TSE then had the customer power cycle the system again while holding the clutch on the USM2 to disable it. The procedure continued with the three remaining USMs.The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE confirmed the reported error and replaced the Universal Surgical Manipulator 2 (USM) to resolve the issue. The system was tested and verified as ready for use. ISI did receive a da Vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported error 23410 was confirmed in the field logs but not replicated during FA. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a PFTP and passed all relevant testing, within specification, including One-Wire Instrument Test. The unit was then installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. The complaint was confirmed based on system log review, which indicates that the device may have contributed to the customer reported issue.The probable root cause could not be determined by Failure Analysis but is potentially attributed to the USM presence pins per the reported event.